Event description:
It was reported that a staff member was injured by the power cord. The staff member was reportedly sent to the emergency room however evaluation at the ER identified that no treatment was required.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that a staff member was injured by the power cord. The staff member was reportedly sent to the emergency room and then referred to a neurologist.